Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the reported increase in pump power; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the reported cerebral vascular accident could not conclusively be established. The submitted system controller log file contained data from 02sep2017 to 11oct2017. Periods of elevated pump power and estimated flow values were captured from (B)(6) 2017 to (B)(6) 2017 and from (B)(6) 2017 through the remainder of the log file. The patient remains ongoing on lvad support and no further related issues have been reported at this time. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Gastrointestinal bleeding events are reported under medwatch MFR report number (complaint (B)(4)). The patient weight was not provided. (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was seen in the clinic on (B)(6) 2017 with high pump powers seen on interrogation. Anticoagulation was started. On (B)(6) 2017, the patient was admitted for a stroke. Power elevations were observed between (B)(6) 2017 and (B)(6) 2017. During the analysis of the system controller log file by the manufacturer¿s technical services, trajectories consistent with device thrombosis were observed. An echocardiogram on (B)(6) 2017 revealed left ventricular function was severely decreased throughout the study. Right ventricular function was moderately depressed throughout the study. The aortic valve opened intermittently throughout the study. Inflow cannula peak velocities indicated normal flow. No mass consistent with thrombus associated with the inflow cannula. The ramp echocardiogram was reassuring for low suspicion for pump thrombosis; additionally the patient''s ldh level continues to downtrend and inr remains therapeutic. No further information was provided.